Manufacturer narrative:
The product was returned for evaluation. A visual inspection found the connector is externally discolored consistent with impact from excessive heat. Note that the heat damage is consistent with use with the improperly functioning mlx light source. Also, the glass cap on the end of the connector is cracked and the internal fiber ends were observed to be melted. Further evaluation found, this cable has an internal separation at the "y" connection due to pull-force stress. This condition decreases light transmission. Functional testing of the cable found its ability to transmit light was extremely impaired. The root cause is considered user error, damage due to product misuse. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4). Linked to mfg # 2523190-2019-00058.

Event description:
It was reported that the 001388lx9, ul pro fused headlight cable 9 ft 275 cm, the external connectors have discolored, the glass cap on the connector cracked and internal melting was noted. In addition, the cable has separation at the "y" connection due to pull-force stress. It is unknown if there was any patient contact, injury or surgical delay. Request for additional information has been requested.